Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon was using a meniscal cinch, ar-4500. The first implant deployed and was seated with no issue. When the surgeon went to deploy the second implant, he noticed that there was no implant loaded on the meniscal cinch. The device came with only one implant. The suture was cut and tied and the first implant was left in the meniscus. A second meniscal cinch, ar-4500, was opened and used to complete the case.